Manufacturer narrative:
The provider evaluated the device. The device is working properly. The consumer accidentally bumps the speed pot and causes the scooter to speed up. Provider evaluated.

Event description:
Consumer alleges pushing throttle to go across the room, the unit jerked and sped across and her leg hit the chair and cut her leg.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges pushing throttle to go across the room, the unit jerked and sped across and her leg hit the chair and cut her leg.